Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), genital haemorrhage ("bleeding and clots"), anaemia ("became anemic"), headache ("headache"), dizziness ("dizziness") and infection ("infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anaemia, dizziness, genital haemorrhage, headache, infection and weight increased to be related to essure administration. The reporter commented: essure removal date provided as (B)(6) 2022.. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), genital haemorrhage ("bleeding and clots"), anaemia ("became anemic"), headache ("headache"), dizziness ("dizziness") and infection ("infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anaemia, dizziness, genital haemorrhage, headache, infection and weight increased to be related to essure administration. The reporter commented: essure removal date provided as (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of omentectomy, ventral hernia, pelvic pain, abdominal pain and discomfort. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), genital haemorrhage ("bleeding and clots"), anaemia ("became anemic"), headache ("headache"), dizziness ("dizziness") and infection ("infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomies). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anaemia, dizziness, genital haemorrhage, headache, infection and weight increased to be related to essure administration. The reporter commented: essure removal date provided as (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: essure microtubules project along the course of the right and left fallopian tubes. The microtubules project over the course of the fallopian tubes with the contrast opacifying the counua which extends upto the essure microtubules. The patient had discomfort and pressure from the exam. Impression: essure modified hsg performed. Complete filling of the uterus occurs. Although the essure tubules do not enter the cornua, they are clearly [pathology test] on (B)(6) 2022: omentum, omentectomy: benign fragments of fibrofatty tissue. Uterus, bilateral fallopian tubes, laparotomy supracervical hysterectomy with bilateral salpingectomy: leomyomata measuring upto 4cm. Benign secretory endometrium. Fallopian tubes without pathological changes. Negative for malignancy. Gross description: omentum adhesion: fatty highly vascular tissue fragments. Fallopian tubes: the complete bilateral fallopian tubes with fimbriated ends measuring 3.5cm in length and 0.4cm in diameter each. Preoperative and postoperative diagnosis: pelvic pain enlarged uterus. Procedure: laparotomy supracervical hysterectomy, bilateral salpingectomy, omentectomy. Relevant clinical history: omentum adhesions. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.